Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 350 mg/dl. The customer indicated back up insulin therapy would be used and insulin would be delivered to address bg levels. In addition, it was confirmed that the customer has insulin pens and backup insulin pump available as alternate insulin therapy.